Manufacturer narrative:
Follow-up received on 13-jul-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: 731606; production date: apr-2010; expiration date: apr-2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. In this particular case a search in the database was performed on 16-jul-2015 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed (B)(4) cases; uterine pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report was received via health authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and daily pain in her uterus/chronic pain. Essure was removed and salpingectomy performed. The reported events were considered serious due medical importance and are listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient experienced the allergy signs 48 hours after insertion. Firstly, 5 rounded spots arose in her right lumbar area and also three spots appeared in the left zone. Then, she started to be full of pimples and started to suffer a terrible itching that was not stopping. She also had daily pain in her uterus (this was a constant pain as if the uterus was going to explode). Given the positive temporal relationship and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Other non-serious events were also reported. This case is regarded as incident due to required intervention. The updated (with lot number) product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Upon internal review regarding information received on 01-feb-2015, the device similar case listing was updated (on 03-mar-2015). No new clinical information has been received. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case, a search in the database was performed on 03-mar-2015 for the following meddra preferred terms: metal allergy: the analysis in the global safety database revealed 105 cases. Uterine pain: the analysis in the global safety database revealed 7 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed, spontaneous case report was received via health authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and daily pain in her uterus. The reported events were considered serious due medical importance and are listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient experienced the allergy signs 48 hours after insertion. Firstly, 5 rounded spots arose in her right lumbar area and also three spots appeared in the left zone. Then, she started to be full of pimples and started to suffer a terrible itching that was not stopping. She also had daily pain in her uterus (this was a constant pain as if the uterus was going to explode). Given the positive temporal relationship and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Other non-serious events were also reported. Consumer stated she will have a salpingectomy, although this procedure was not confirmed at the time of this report, this case was considered an incident in agreement with health authority assessment. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Upon internal review regarding information received on 01-feb-2015, the device similar case listing was updated (on 03-mar-2015). No new clinical information has been received. Follow-up received on 14-may-2015: information received from health authorities states that consumer had essure, lot number 731606, inserted on (B)(6) 2010. In addition, it was reported that, in 2015, consumer had essure removed and salpingectomy performed due to allergy and chronic pain. Device similar case listing the list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case, a search in the database was performed on 03-mar-2015 for the following meddra preferred terms: metal allergy: the analysis in the global safety database revealed (B)(4) cases. Uterine pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed, spontaneous case report was received via health authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and daily pain in her uterus/chronic pain. Essure was removed and salpingectomy performed. The reported events were considered serious due medical importance and are listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient experienced the allergy signs 48 hours after insertion. Firstly, 5 rounded spots arose in her right lumbar area and also three spots appeared in the left zone. Then, she started to be full of pimples and started to suffer a terrible itching that was not stopping. She also had daily pain in her uterus (this was a constant pain as if the uterus was going to explode). Given the positive temporal relationship and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Other non-serious events were also reported. This case is regarded as incident due to required intervention. The initial product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. However, since the lot number was reported in the follow-up, an updated analysis and consequently a device similar listing are being sought.

Manufacturer narrative:
Follow-up information received from physician on 08-jun-2015: she explained that she obtained further information about this case, although she did not personally treat the patient recently. The patient refered having abdominal pain for some time after essure was inserted. Salpingectomy (2015) was performed and the patient improved. No unit is available. No causal relationship provided by physician. Company causality comment: this non-medically confirmed, spontaneous case report was received via health authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and daily pain in her uterus/chronic pain. Essure was removed and salpingectomy performed. The reported events were considered serious due medical importance and are listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient experienced the allergy signs 48 hours after insertion. Firstly, 5 rounded spots arose in her right lumbar area and also three spots appeared in the left zone. Then, she started to be full of pimples and started to suffer a terrible itching that was not stopping. She also had daily pain in her uterus (this was a constant pain as if the uterus was going to explode). Given the positive temporal relationship and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Other non-serious events were also reported. This case is regarded as incident due to required intervention. The initial product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. However, since the lot number was reported in the follow-up, an updated analysis is being sought.

Manufacturer narrative:
Follow-up received on 29-feb-2016: patient's medical records, since the essure insertion until its removal, were received. She has as relevant medical history 3 non epidural childbirths due to spina bifida (occult spinal dysraphism), appendectomy and breast reduction. Her last delivery was in (B)(6)-2010. According to hospital report, essure was inserted on (B)(6)-2010. Hysteroscopy showed normal endocervix and initial proliferative endometrium. Both ostium were visible and the medication used pre-insertion was diazepam, ibuprofen and 2 buscapina. 5 coils were left on cavity on right and 3 coils on left. Diagnosis showed endometrial polyp. Patient reported pain during insertion and after the procedure, she felt dizzy and remained in the hospital for one hour. On (B)(6)-2010, the patient reported to have 5 rounded spots in lumbar area. On (B)(6)-2010, she had the body full of pimples and a lot of itching, she went to the emergency room. On (B)(6)-2011, allergy test was performed and the result was nickel ++, cobalt -, steel -. On unspecified date, patient presented general pruritus, according to hospital report, probably caused by nickel allergy due to metallic insert in fallopian tubes. Patient was treated with ebastel forte (1 tablet per day). On (B)(6)-2011, hysterosalpingography was done and showed that fallopian tubes were blocked. Patient's itching was resolving however, since insertion she had pelvic pain. On (B)(6)-2011, she started with vaginal itching and inflammation. Cytology report on (B)(6)-2011 was negative for intraepithelial lesion or malignancy. Smears with moderate to severe acute inflammatory component and/or reactive cellular changes associated with inflammation (normal flora). On (B)(6)-2011, she still had itching and vaginal pain; she tried products from the pharmacy without improving. Outpatients report on (B)(6)-2011 showed introitus erythema on patient's physical examination. She was prescribed elidel cream. Physician reported that it is unlikely to be related to essure. Treatment with elidel did not work. Patient reported that the pelvic pain, the vaginal pruritus, tiredness and dullness of the head were worsening. Her relationship with her husband suffered and she had malaise and bad mood. On (B)(6)-2012, during gynecologist visit, the patient commented her menstrual problems (uncontrolled menstruation), pelvic pain, itching and vaginal inflammation. The gynecologist did not relate the events to essure and prescribed positon for a month (symptoms improved). On (B)(6)-2012, gynecology ultrasound report showed normal results. On (B)(6)-2012, blood test was done showing normal results and hematocrit 45,8% (normal range 33,7 - 45,4%). On (B)(6)-2012, patient reported vision problems (ray vision in left eye). The diagnosis was ocular migraine and she reported that she had ocular pressure in the limit (19). On (B)(6)-2012, patient reported that suddenly she stopped hearing; she had sensation of not listening. The otolaryngologist said that her hear drum was ok, and she hears perfectly, however the patient had sensation of not hearing well. On (B)(6)-2013, patient presented tooth infection and burning gums. The dentist told her to use gingikin but it did not resolve. On (B)(6)-2014, patient had anxiety attack at work. On (B)(6)-2014, according to hospital emergency report, patient went to the ER due to abnormal uterine bleeding and hypogastric pain that remitted with paracetamol. Physical examination was normal as well as the ultrasound. Patient was treated with paracetamol and buscapina at home. On (B)(6)-2014 lab tests were done. The blood test had normal results and hemoglobin 15,5 g/dl (12-15,3 g/dl), hematocrit 47% (33,7-45,4%), derived fibrinogen 502,0 mg/dl (180-450 mg/dl), uric acid 6,9 mg/dl (2,6-6 mg/dl), gpt (alt) 45,0 ui/l (<35 ui/l), ggt 42,0 ui/l (<38 ui/l). On (B)(6)-2014, oral/tongue cavity culture lab test was done and the result was negative. On (B)(6)-2015, cytology result was negative for intraepithelial lesion or malignancy. Smear with moderate-severe acute inflammatory component and/or reactive cellular changes associated with inflammation (normal flora). On (B)(6)-2014, patient experienced feeling of breathlessness and a lot of pain in the chest; she went to the doctor and she was treated of acute tracheitis. On (B)(6)-2014, the patient had stomach pain since several months. Breath test for helicobacter pylori was positive. She had no complete relieve and antibiotic treatment was altered. On (B)(6)-2014, new lab tests were done. She presented normal blood test results and red blood cells 5,21 x 10e6/?l (3,80-5,20 x 10e6/?l), hemoglobin 15,7g/dl (12,0-15,3 g/dl), hematocrit 46,3% (33,7-45,4%), alat/gpt: 55 (<35 ui/l). On (B)(6)-2014, helicobacter pylori breath test (tau-c13) was 17,3% (< 2,5%). On (B)(6)-2015, bilateral laparoscopic salpingectomy was performed. There were no findings in the hysteroscopy. After essure removal, patient has recovered from the events. All events were considered related by patient. Follow up information received on 11-mar-2016: patient's medical history includes an appendectomy on (B)(6)-2010. On (B)(6) -2011 - test results: nickel ++, cobalt - and steel -. Clinical opinion: generalized pruritus, probably caused by allergy to nickel in the prosthesis in the fallopian tubes, recommend removal since it is not known how the allergy will progress, she was also prescribed ebastel forte so she could resist itching but she could not take it frequently due to the major fatigue that it causes. (B)(6) 2011 - she begin to have vaginal itching and inflammation. (B)(6) 2011 - results of the culture and smear: no fungal infections, no malignancy, there is a high acute inflammatory component associated with the inflammation. On (B)(6)-2012 - appointment with ultrasound. The ultrasound was normal. On (B)(6)-2014 - appointment with hysteroscopy to explain her problems. The doctor told her that what she was describing is not due to the essure and that possibly it is due to another cause. She mentioned the pelvic pain, bleeding between periods, and body itching have not disappeared at any time but she had nothing that causes them. They did an ultrasound to search for the missing device and they find it, according to them, still in place. On (B)(6)-2015, the pathological exam showed right fallopian tube and fimbria that measures 8 cm in length and has an integrated cystic capsular formation of 0.7 cm in diameter at the distal portion. In the jar is a loose, 2 cm long wire and at the cut end another wire is visible inside the middle third of the fallopian tube; the left fallopian tube: fallopian tube and fimbria that measures 8.2 cm in length, separately is an integrated cystic capsular formation of 1 cm in diameter. At the cut end a 2 cm long wire is visible inside the middle third of the fallopian tube. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)-2016 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed (B)(4). Uterine pain: the analysis in the global safety database revealed (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous, legal case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had allergy to nickel, daily pain in her uterus/chronic pain and abnormal uterine bleeding. Essure was removed and salpingectomy performed. After essure removal, patient has recovered from the events. The reported events were considered serious due medical importance and are listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, abdominal and pelvic pain, and genital bleeding may occur with essure therapy. In this particular case, the patient experienced the allergy signs 48 hours after insertion. She also had daily pain in her uterus (this was a constant pain as if the uterus was going to explode) and had abnormal uterine bleeding. Given the positive temporal relationship, the nature of the reported events, and considering that the events resolved after essure removal, a causal relationship with the suspect insert cannot be excluded. Events difficulties in thinking and bleeding after defecations are unlisted and were assessed as unrelated to essure given their nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. According to the consumer, her side effects started 48 hours later than she went into the treatment. Firstly, 5 rounded spots arose in her right lumbar area and also three spots appeared in the left zone. She did not have any concern at the beginning; she believed there were signals coming from the pressure of her clothes, but she soon started to be full of pimples and started to suffer a terrible itching that was not stopping. She went to the hospital emergency services and she was told it was an allergic reaction. When they asked her about what she had been doing lately, essure seemed to be the only reason, as she had previously used the medicines she was prescribed to use before the procedure without a problem and there was not any alternative explanation. The physician who examined her suggested her to get in touch with the gynecologists of the hospital where the device was inserted in order to investigate what the device was made of. This was what she did and she was surprised when she heard, as an initial response, that essure was hypoallergenic and that was happening to me was a food allergy. Days were passing by and she kept with pimples and itching when she received a call from the hysteroscopy department of the hospital where the device was placed telling her that if her symptoms were persisting she should go to an allergist, as essure was containing nickel and this would probably be the cause for her itching. The tests results showed that she was highly allergic to nickel although they were negative with regard to allergy to titanium. Essure was also made of steel and pet fibers, although she was not tested about allergy to these materials at that time. The allergist recommended that the device should be removed from her body, due to her severe allergy to nickel, and it was not known how her allergy may become. Additionally he prescribed her a treatment with ebastel forte that did not reduce her symptoms. She requested for removal of the device but she was informed that this removal was complicated and they recommended her to wait because after three months, once a fibrosis had been generated her pimples and itching would disappear. It was like this, it was true that to, a big extent, the pimples and the itching ceased and stopped being a problem. However, she started to note the rest of symptoms that the device was causing in her. She had changes in menstruation; she noticed from the beginning that her menstruation became not regular. She thought it was rather normal that this was occurring during the first several months after a procedure like this one, but as of today was not normal at all. Some months the start was quite delayed, other months it was starting too early and others she have bleeding between two menstruations. She also experienced bleeding after having sexual relationships or after defecations, menstruations that had become really painful, abdominal pain and daily pain in her uterus (this was a constant pain as if the uterus was going to explode), severe vaginal and vulvar itching that were not relieved by any treatment and that were not due to any infection or candida as the results of the cytological tests were normal, hair loss (that was falling in locks). She also had weight gain and abdominal swelling; weight gain without any change in her life or her habits. Her abdomen was swelling to the point that she often looked a six-month pregnant woman. She had depression and malaise: the damage suffered because she felt misunderstood due to the pain and the damage that essure was causing deeply in her body but that no one else was understanding; couple relationship was almost broken up due to essure has been very hard and difficult to overcome. She stated that she will have a salpingectomy. The relationship between events and essure was assessed as related. Correction ((B)(4) 2015) following company internal review: nca number was added to the respective structured field. Result and assessment of the product technical complaint investigation received on (B)(4) 2015: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 105 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed, spontaneous case report was received via health authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and daily pain in her uterus. The reported events were considered serious due medical importance and are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Additionally, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the positive temporal relationship and considering the reported event's nature a causal relationship with the suspect insert cannot be excluded. Other non-serious events were also reported. Consumer stated she will have a salpingectomy, although this procedure was not confirmed at the time of this report, this case was considered an incident in agreement with health authority assessment. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On 26-jan-2017: new information was received via media. The events "pain during sexual intercourse" and "exaggerated bleeding" were added. Company causality comment: this legal report, initially received via health authorities, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel, daily pain in uterus/chronic pain, abnormal uterine bleeding, bleeding after defecations, difficulties in thinking (interpreted as mental impairment), and exaggerated bleeding (new event). Essure was removed and salpingectomy performed, whereupon the events resolved. The above events were considered serious due to medical importance. While mental impairment and rectal bleeding are unanticipated in the reference safety information of essure, the other events are anticipated. Allergic reactions due to nickel sensitivity may occur after the insertion of essure, with clinical resolution after device removal, as in this particular patient. Accordingly, the causality of this event is considered related. Pelvic pain and uterine/genital bleeding may also occur during the use of essure. Although a potential alternative cause was mentioned (patient had an endometrial polyp), a causal relationship with essure cannot be excluded because pain and bleeding resolved after device removal (related). Concerning the mental impairment and defecation bleeding, their extra-genital nature makes it very unlikely that they were caused by locally placed and pharmacologically inert device coils (unrelated). Numerous non-serious events were also reported. This case was classified as incident since device removal was required. A product technical analysis based on the device lot number resulted in an unconfirmed quality defect.

Manufacturer narrative:
Follow up information received on 01-oct-2015: the consumer reported via a lay press news media her problems began the day after essure was implanted; five round marks appeared on each of her hips, but she thought her belt was to blame. It was only 48 hours later when her entire body began to itch, and although she was told in the emergency room that she could be allergic to the device, the gynaecology department said that it wasn't important and could well be a food allergy. Although allergy tests showed that she was very allergic to nickel and a dermatologist recommended the removal of the implant, the gynecologists who had inserted it explained that it would go away after three months, when fibrosis of the tissue around the coil would be complete. Her story continued with two years of health problems including vaginal itching, irregular periods, headaches, vaginal hemorrhages when she went to the toilet. After two years of suffering and after 15 days doubled up in pain with her period, she started to investigate on the internet. She returned to the hospital and insisted that the implant be removed (the surgery not only removed the implant, but also her fallopian tubes). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-oct-2015 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Uterine pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report was received via health authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and daily pain in her uterus/chronic pain. Essure was removed and salpingectomy performed. The reported events were considered serious due medical importance and are listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient experienced the allergy signs 48 hours after insertion. Firstly, 5 rounded spots arose in her right lumbar area and also three spots appeared in the left zone. Then, she started to be full of pimples and started to suffer a terrible itching that was not stopping. She also had daily pain in her uterus (this was a constant pain as if the uterus was going to explode). Given the positive temporal relationship and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Other non-serious events were also reported. This case is regarded as incident due to required intervention. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up information received on 20-jan-2016: this follow up has been received from the patient's lawyer. The lawyer was asking for an economic compensation and this case is considered legal case for now on. The injuries caused by the product essure were: allergy to nickel; itching and pimples all over her body which make her scratch compulsively, those were abating, itching in wrists, nape, and the lower back remained; pelvic pain, headache and dullness of the head, difficulties in thinking and remembering simple things, menstruation disorders (with vaginal bleedings between periods, after the intercourse and after defecation), nausea and dizziness, pain in the lower back, anxiety, sadness, feeling of not hearing properly, and burning gums. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jan-2016 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed (B)(4) cases; uterine pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report was received via health authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and daily pain in her uterus/chronic pain. Essure was removed and salpingectomy performed. This case is considered legal case. The reported events were considered serious due medical importance and are listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient experienced the allergy signs 48 hours after insertion. Firstly, 5 rounded spots arose in her right lumbar area and also three spots appeared in the left zone. Then, she started to be full of pimples and started to suffer a terrible itching that was not stopping. She also had daily pain in her uterus (this was a constant pain as if the uterus was going to explode). Given the positive temporal relationship and considering the reported event's nature, a causal relationship with the suspect insert cannot be excluded. Additionally, serious events (unlisted and unrelated) and non-serious events were also reported. This case is regarded as incident due to required intervention. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.